Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements measuring at 1755 ohms and out of range shock impendence measurements, measuring at 92 ohms. Technical services (ts) discussed to have this rv lead revised during the generator change. This rv lead currently remains in service. No adverse patient effects were reported.